Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead warning was observed via carelink transmission. It was also reported that the lead had variable and undefined impedance. There was evidence of noise consistent with a lead fracture. The lead is still in use. No patient complications have been reported as a result of the event.